Manufacturer narrative:
Event site postal code (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer prior to use that the cardiosave intra-aortic balloon pump (iabp) had power-up test fails code #6 on startup. There was no patient involvement. The fse reported that safety disk and pim were replaced along with 9v battery.